Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 587 mg/dl. Customer experienced different blood glucose level was 70,150, 400. The customer's blood glucose level was 520 mg/dl at the time of call. Customer treated with manual injection. Troubleshooting was performed and found leak at site. Based on customer report customer did not allege pump was under delivering. The customer also reported that the insulin pump alarmed insulin flow blocked and was resolved by complete set change including the reservoir. The product will not returned for analysis.